Manufacturer narrative:
This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis. The complaint is being closed based on the information currently available. If the restrictions are lifted or additional information otherwise becomes available, this complaint will be re-opened and re-evaluated. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed that the pump rejected new batteries, and the crack at the back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for battery failed alarm and advised customer to insert a new fully charged battery but issue was unresolved. Troubleshooting was performed for cosmetic damage and found that the damage was on the case of the battery tube side, and damage was affecting pump functionality. Troubleshooting was performed for packaging damage and device labels, were including serial number and dome label stickers reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. Mmt-1880 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.